Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A longevity calculation was performed, and it was verified this device lasted as long as expected. Review of stored device data confirmed four long charge time errors were recorded on february 22, 2024. Numerous high voltage charges were completed on this date which resulted in normal depletion of the device battery and resulted in long charge times. The device battery status moved to elective replacement indicator (eri) on this date. Due to the level of battery depletion, tachy therapy was not available at the time this device was replaced. Analysis confirmed this device operated as designed and programmed while implanted. Filing a correction to correct field h10 additional MFR narrative

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) reported receiving six shocks. The health care professional (hcp) went to interrogate the device and found code 1007 due to capacitor charge time exceeding the limit. Additionally, they found battery capacity depleted (bcd). Technical services discussed fc1007 and recommended device replacement as therapy cannot be guaranteed. Device analysis was performed to see if the device exhibited code 1004 however, no code 1004 was found. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) reported receiving six shocks. The health care professional (hcp) went to interrogate the device and found code 1007 due to capacitor charge time exceeding the limit. Additionally, they found battery capacity depleted (bcd). Technical services discussed fc1007 and recommended device replacement as therapy cannot be guaranteed. Device analysis was performed to see if the device exhibited code 1004 however, no code 1004 was found. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted dents, scratches and took marks on the case of the device. Numerous high energy burn marks are noted on the case fo the device. The device was unalbe to pass all automated therapy verification testing as a result of a depleted battery. Analysis of the device memory confirms that tachy therapy was not available at the time of explant. The device passed longevity calculation. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, normal device function was observed.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) reported receiving six shocks. The health care professional (hcp) went to interrogate the device and found code 1007 due to capacitor charge time exceeding the limit. Additionally, they found battery capacity depleted (bcd). Technical services discussed fc1007 and recommended device replacement as therapy cannot be guaranteed. Device analysis was performed to see if the device exhibited code 1004 however, no code 1004 was found. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.